Manufacturer narrative:
Patient identifier: patient identifier is rhs. Age or date of birth: date of birth was stated as of (B)(6) 1960. A review of the service history did not identify any deviations or non-conformities relevant to the reported microbiological contamination. Through follow up communication, livanova deutschland learned that the patient identifier is rhs and date of birth was (B)(6) 1960. M. Chimaera was confirmed by testing performed externally, at (B)(6) hospital. The claiming hospital states, that they are unable to identify the treatment the patient had following his surgery, as he was seen at outside institutions. He was not seen at any emory healthcare facility, which is the claiming hospital, after december 2017. Furthermore livanova deutschland learned that as per cdc and FDA recommendations, no cultures were performed on device 16s17827, since prior to receiving notice of this patient¿s test results, there was no indication that the device was contaminated. The device was cleaned regularly per the IFU and was used inside the operating room, with the fan facing away from the operating field, at an estimated distance between the surgery field and the device of approximately 15 feet.

Event description:
See initial report.

Manufacturer narrative:
Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6), USA. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a medwatch report, that a male (B)(6) year old patient ((B)(6) kg) has expired in (B)(6) 2019 who has been tested positive for mycobacterium chimaera. The patient had a mitral valve replacement approximately 15 months prior and a heater-cooler unit was used in this procedure. Date of event was on (B)(6) 2017. Preexisting health conditions that may have contributed to the event was a coronary heart disease and hypertension.